Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in the follow up report.

Manufacturer narrative:
A technical service representative had identified pcb (B)(4) as the root cause of the reported problem, replaced it and sent it back to the manufacturer for further evaluation. Additionally the device log was downloaded and made available for investigation. The logbook analysis reveals that the warmstart was caused by a sporadic fault of the program memory, which is placed on the pcb (B)(4). This was detected by the device internal monitoring, which posted corresponding alarm memory fault. The replaced pcb (B)(4) was tested in the lab and the reported error could be reproduced. When the deviation was detected by the device internal monitoring the device performed a warmstart to restore the data base for ventilation. An audible alarm is posted by the device when the warm start occurs, the device will briefly power off and then back on within about 8sec. During this time, an emergency-breathing valve is opened, allowing for spontaneous breathing. After the warmstart mv-low alarm is posted until the lower alarm limit of this parameter is reached again. The replacement of pcb (B)(4) has fixed the reported issue.

Event description:
It was reported that the device rebooted unexpectedly after it posted "leakage" alarm. No injury was reported.